Event description:
(B)(6) reported on (B)(6) 2023 that a surgeon removed a mtpr-7 plate from a patient due to a break at the joint line because the mpj did not fuse. All hardware was successfully removed from the patient and an arthroplasty revision was performed after removal. The removal surgery did not have any delays. The hardware is available for return but no pictures or x-rays have been provided.